Manufacturer narrative:
(B)(4).

Event description:
It was reported patient and staff observed blood and IV fluids leaking from the pink lumen hub of the PICC line. No reports of pulling or damage occuring to the line. Upon flushing, observed to be leaking from where hub clear plastic joins. Patient required urgent rewire of PICC. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material was observed inside the distal extension line. It was noted that the catheter body was intentionally severed at the 45cm marking. The severed portion was not returned for analysis. Visual analysis revealed a hole in the distal extension line. The hole was located directly adjacent to the distal luer hub (pink hub). The appearance of the defect appears consistent with damage due to a molding defect. The catheter body length from the juncture hub to the severed end measured 17 7/8" which indicates that at least 1 5/8"-2 1/8" of the catheter body was severed and not returned for analysis (per catheter product drawing). The distal extension line inner diameter measured .055" which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. The distal extension line outer diameter measured .094" which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. A lab inventory syringe filled with water was attached to the distal extension line and flushed. Water was observed exiting out of the hole in the distal extension line. Performed per IFU statement "flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen". A manual tug test confirmed that the distal and proximal extension line were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The report of a leaking extension line was confirmed through complaint investigation. Visual analysis confirmed that the distal extension line contained a hole directly adjacent to the luer hub. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported patient and staff observed blood and IV fluids leaking from the pink lumen hub of the PICC line. No reports of pulling or damage occuring to the line. Upon flushing, observed to be leaking from where hub clear plastic joins. Patient required urgent rewire of PICC. No patient harm was reported. The patient's condition is reported as fine.